Manufacturer narrative:
This report is submitted on july 27, 2023.

Event description:
Per the clinic, the patient experienced an infection (abscess - fistula drainage) at the implant site which was treated with oral antibiotics. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.